Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis of the wireless recharger (s/n: (B)(6) ) found the device was unresponsive, led's scrolled continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger's charging light cannot move up and down. Contributing factors are unknown. The possibility that the recharger was removed without waiting 20 seconds by placing it on the dock station will be considered. Reset was attempted, but it was ineffective. The device will be replaced with a new one. No symptoms were reported. The issue was resolved. Additional information received from the manufacturer¿s representative (rep) reported normally when you start charging the recharger, the green light (charging indicator) light would light up from the bottom to the top, but this wasn¿t the case. The green light on the charging indicator moved up and down quickly and when the initial recharger kit was placed at the docking station, the light was constantly moving when deactivating the shipping mode.